Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that another manufacturer's field representative had difficulty loosening the setscrews on this device. Once the setscrews were successfully loosened, they reported difficulty removing the lead. Boston scientific technical services (ts) provided troubleshooting. It was not stated whether or not the lead was successfully removed. No adverse patient effects were reported. Available information indicates the system remains in service.